Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the device deflated prematurely.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the device deflated prematurely.

Manufacturer narrative:
Received 1 silicone catheter with packaging label. The reported issue was confirmed as manufacturer related. Per visual inspection a cut approximately 0.5¿ from the bifurcation area on the inflation lumen was noted. Per functional evaluation, water was injected into the inflation lumen and leakage was noted below the bifurcation area on the inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities, 3cc balloon: use 5cc sterile water, 5cc balloon: use 10cc sterile water, 30cc balloon: use 35cc sterile water. Visually inspect the product for any imperfections or surface deterioration prior to use".

Event description:
It was reported that the balloon of the device deflated prematurely.